Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx051z - as vega ps tibial plateau cemented t1. According to the complaint description, the implant loosened 6 years after surgery. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nx029z - as vega ps femoral comp.cemented f4n r - lot 52269088 nx112 - vega ps gliding surface t1/1+ 14mm - lot 52110696.

Manufacturer narrative:
Investigation results: visual investigation: we received the revised tibial and femoral components in which the cement layer had almost completely detached except for a few small areas. The partially detached cement layers were provided for examination. The screw used to attach the sliding surface to the tibial component was not supplied. Both the supplied tibial component and the femoral component show minimal adherent bone cement residue at the intended location. In addition, no other material/coating defects are visible on the intended implants. The sliding surface of the meniscus component has visible scratches and impressions due to third body wear (bone cement remnants and/or bone chips) as well as during revision. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: without further detailed information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. There are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.